Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred with multiple cartridges. During a pump system check with tandem technical support, a new cartridge was loaded and the occlusion alarm recurred. Additionally, it was reported that the pump battery was observed to be depleting rapidly. Customer's blood glucose level was 182 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.